Event description:
It was reported that during a preventative maintenance visit, the system 9800 failed to go into magnification 2 mode. There was no patient involvement reported.

Manufacturer narrative:
The ge service representative performed an on site investigation. The malfunction was verified. The high voltage cable was found to have a faulty connection and the temp sensor was later also found to have a faulty connection. Both faults were repaired and the system was tested and found to be working as intended and placed back into service.